Event description:
It was reported that during the implant procedure there were difficulties loading the left ventricular (lv) lead onto the guidewire through the tip. There was concern that there was either an issue with the tip, or the wire had created a false lumen within the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the guidewire passes through the entire length of the lead with no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.